Manufacturer narrative:
(B)(4) - (sheath is pressed together/flattened inside pouch). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a resolution clip device being unpacked to store for later use on (B)(6), 2009. According to the complainant, during unpacking, a tech noticed that the package may have been sealed on the end of the resolution clip, as the end of the sheath is pressed together/flattened. The package itself was sealed; the end of the sheath was near the edge when the defect was noticed. They opened the package to test the device (not used in a procedure), and tried to push the clip out of the sheath, but it would not exit. There was no procedure or pt involvement.